Manufacturer narrative:
(B)(4). Date sent: 8/12/2021. H2: additional information received: a photo was received for review. During the visual analysis, the following was observed: the photo shows a sleeve inside of its packaging and sleeve appears to be damaged between the sleeve cap and sleeve. Based on the photo reviewed the event described could be confirmed, however no conclusion or root cause could be determined. Because the instrument was not returned, our evaluation is limited. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number and no [non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Additional information received: photo received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown surgery, before used on the patient, noted the device was broken. There is a crack. Another device was used to complete the surgery. There was no patient consequence reported. No additional information could be provided.